Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.- based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricle lead was exhibiting noise. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Internal insulation abrasion was noted at 13.8 - 14.4 cm from the distal tip. This is consistent with the observation from the field of impedance anomaly.

Event description:
New information noted that the right ventricular lead had an impedance anomaly and left ventricular lead was also explanted for an unspecified issue.